Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected. Customer's blood glucose was 155 mg/dl. Reportedly, customer reconnected infusion set to resolve the issue.